Event description:
Customer states she got a wheelchair a few months ago and there are screws falling out of it and the wheels are loose.

Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental record will be filed.